Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified de novo left anterior descending artery. The lesion was pre-dilated with a 2.5x8mm unspecified balloon at 12 atmospheres. The 2.75x38mm xience xpedition stent was deployed; however, while removing the stent delivery system check shot revealed a dissection at the distal end. The dissection was treated with an unspecified 2.75x12mm drug eluting stent with timi iii without any residual stenosis. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.